Event description:
It was reported that following a diagnostic catheterization and femoral angiogram, an angio-seal was selected for use in the common femoral arteriotomy. The angiogram revealed the vessel was large with no visible plaque within 2-5cm of the entry site. Later that day, there was suspicion of an occlusion. The patient was referred to a vascular surgeon. The next day, a transverse incision was made in the right groin just below the level of the inguinal ligament. The incision was carried down extending the level of the femoral sheath exposing the common femoral artery. The common femoral artery was dissected out along its entire length from the level of the inguinal ligaments all the way down to the level of its bifurcation. There was the presence of an angio-seal collagen plug in the mid portion of the right common femoral artery on the anterior wall. The patient was given 5000 units of heparin. A period of three minutes was allowed for systemic circulation. The collagen plug was then removed. Arteriotomy on the anterior wall of the mid right common femoral artery was then extended transversely. On exposing the lumen of the common femoral artery, there was noted to be a plaque elevated anteriorly with dissection and clot formed behind it. This was occluding the common femoral artery. The plaque was freed and removed completely including the thrombus. The end of the endarterectomy site in the distal right common femoral artery was noted to have a relatively smooth transition. The patient was noted to have an excellent pulse in the right common femoral artery with excellent doppler signals distal to the repair site. The patient was noted to have a good back bleeding from the superficial femoral artery and profunda femoral artery. Hemostasis was achieved and the incision was closed. The deep layers were closed. The patient tolerated the procedure well and ambulated in the operating room. The patient was transferred to the recovery room in stable condition.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) states based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instructions for use (IFU) states if patient have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in patient's arteries > 5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.